Event description:
It was reported that the patient felt a hot sensation above the device area. The pacemaker device began exhibiting heat two months ago and has not subsided. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.